Manufacturer narrative:
Date sent to FDA: 9/16/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent recurrent incarcerated umbilical hernia repair surgery on (B)(6) 2017 during which the surgeon noted numerous loops of bowel rigidly adhered to the previously placed umbilical mesh in a pretzel-like fashion. The mesh was wrapping around the bowel loops, creating a close loop obstruction with significant serositis. He meticulously lysed all adhesions to free the bowel; and resected the mesh en bloc along with the loops of ischemic and very dilated, friable and nearly perforated bowel. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and discomfort. No additional information is provided.